Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the black screen was stress on the insertion tube, which caused damage to the internal charge-coupled device cable olympus will continue to monitor field performance for this device.

Event description:
The customer notified olympus that during receipt inspection when the scope was angulated the video communication was interrupted (screen is just black). There was no patient involvement.

Manufacturer narrative:
The device was inspected and olympus confirmed the customer's complaint. The scope had an intermittent flickering image then blacked out. The scope had a heavy dent on the insertion tube that could have damage the charge-coupled device (ccd) elements and caused the image problem. In addition, the following non-reportable malfunction was found during the device evaluation: heavy dent on the insertion tube and low angulation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.